Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging sample draw issue. The reporter alleged strip fills only partially, finished sample, and meter provided reading with other lot of strips. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.